Event description:
It was reported that the 9800 system had a filament failure error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced, and the filament calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.